Event description:
The accounts maintenance stated when the intellidrive handles are pulled backwards the bed will actually drive forward. When he unplugs the right intellidrive handle, the intellidrive works properly when using the left handle.

Manufacturer narrative:
Technical support instructed the account to replace the left intellidrive handle. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.